Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2021. H6 component code: g07001 ¿ foreign matter. Investigation summary: visual inspection was conducted on the pictures received. Visual analysis of the pictures received determined that an opened sample of the product code 1961 with a foreign mater (hair) could be observed. One pouch of surgicel fibrillar, (product code 1961), batch 3937597, with tyvek wrapper and orc inside was received for evaluation. The product was decontaminated and well packaged. The received device was opened and manipulated the pouch was not received in its original sealed box. A piece of transparent tape was visible on the tyvek and holds a hair. The defect on device seen during the product evaluation is aligned with the defect described in the event description ("a circulating nurse opened a piece of fibrillar 1961 and found a hair in the sterile packaging"). Device history lot: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA 3/22/2021. Additional information: h6 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: investigation summary: visual inspection was conducted on the pictures received. Visual analysis of the pictures received determined that an opened sample of the product code 1961 with a foreign mater (hair) could be observed. One pouch of surgicel fibrillar, (product code 1961), batch 3937597, with tyvek wrapper and orc inside was received for evaluation. The product was decontaminated and well packaged. The received device was opened and manipulated the pouch was not received in its original sealed box. A piece of transparent tape was visible on the tyvek and holds a hair. The defect on device seen during the product evaluation is aligned with the defect described in the event description ("a circulating nurse opened a piece of fibrillar 1961 and found a hair in the sterile packaging"). The defect is linked to a manufacturing issue. However, the review of the manufacturing record evaluation support that this is an isolated incident limited to one each within batch 3937597. It cannot be conclusively determined neither if the hair was present before its use at sealing step as these pouches are pre-sealed by supplier and thus not inspected internally, nor if it was introduced after opening the package at the point of use or during the manufacturing process. No other occurrence was found this year.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number? 3937597. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Product is available to send back for analysis if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. A circulating nurse opened a absorbable hemostat and found a hair in the sterile packaging. The product was pulled prior to placement on the sterile field. No adverse patient consequences were reported. Additional information was requested